Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's spouse that the implantable pulse generator (ipg) system contributed to patient death. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.